Event description:
Case number: (B)(4): mps reported j3 is yellow for brake check. Also reported the arm was drooping when in 90/90 position. Patient not under anesthesia. Case completed robotically. Update: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not available.

Manufacturer narrative:
Reported event an event regarding mechanical failure involving a mako robotic arm was reported. The event was confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: changed j5 bump stop, tightened all 4 j2 turnbuckles, re gapped j2, burnished j3. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case number: (B)(4): mps reported j3 is yellow for brake check. Also reported the arm was drooping when in 90/90 position. Patient not under anesthesia. Case completed robotically. Update: tha.